Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
On december 13, 2006, the customer reported to bsc that during an ercp procedure, (patient gender & age unknown), the wires on the lithotripter basket were exposed when the ball at the top of the basket detached. The procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.